Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failure alarm multiple times during self test. The customer was hospitalized on (B)(6) 2020 at 1 pm due to high blood glucose level of 200 mg/dl. The customer was not using insulin pump at the moment and now customer using insulin pen. Basal delivery was suspended because of an insulin flow blocked alert. The insulin pump passed displacement verification test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. No insulin flow blocked alarm noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump alarmed pump error 63 alarm (variable 3) during self test and confirmed in the device history due to broken pin 6 trace on u1 keypad assembly. Device received with missing display window cover, scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads.